Event description:
It was reported that during use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the tubes are pushing off non patient end of needle. This has led to patient redraw. The following information was provided by the initial reporter: it was reported that the tubes are pushing off the needle.

Manufacturer narrative:
H.6. Investigation: bd received 10 samples from the customer for investigation- 5 from each lot. All samples were evaluated by visual examination and functional testing and the indicated failure mode for underfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA#260774).

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0100298, medical device expiration date: 2021-04-30, device manufacture date: 2020-04-09, medical device lot #: 0133393, medical device expiration date: 2021-05-31, device manufacture date: 2020-05-12, medical device lot #: 0133395, medical device expiration date: 2021-05-31, device manufacture date: 2020-05-12. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the tubes are pushing off non patient end of needle. This has led to patient redraw. The following information was provided by the initial reporter: it was reported that the tubes are pushing off the needle.